Event description:
It was reported that during a follow up in (B)(6) 2019 the device exhibited 65% battery remaining, while at the most recent follow up in (B)(6) 2020 the device showed 14% battery remaining. Premature battery depletion was suspected. A review of the device data by technical services (ts) noted that the device was malfunctioning. Ts noted that the device will not reach elective replacement indicator (eri) and can support up to six shocks if replaced and reevaluated within 28 days. Ts also noted that the device will not reach end of life (eol) and will support up to six shock if replaced and reevaluated within sixty days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up in (B)(6) 2019 the device exhibited 65% battery remaining, while at the most recent follow up in (B)(6) 2020 the device showed 14% battery remaining. Premature battery depletion was suspected. A review of the device data by technical services (ts) noted that the device was malfunctioning. Ts noted that the device will not reach elective replacement indicator (eri) and can support up to six shocks if replaced and reevaluated within 28 days. Ts also noted that the device will not reach end of life (eol) and will support up to six shock if replaced and reevaluated within sixty days. The device was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.